Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the healthcare provider (hcp) told patient that their first implanted neurostimulator (ins) did not work, so the patient's current ins was implanted in their stomach. The patient did not have any further information regarding why the first ins was deemed as no longer working. The patient stated that their first ins remains implanted near their shoulder on their right side, noting that their hcp has plans to explant it. The patient noted that their next appointment with their hcp will be in august.